Event description:
It was reported that during a supply change the user inadvertently pulled out the infusion patch while removing the adhesive liner, after which an agent guided the user to place a new infusion site and reconnect the ilet. There were no reported symptoms or change in blood glucose. Outcomes included no health consequences and resolution through troubleshooting and user education. Investigation included customer interview and troubleshooting to verify correct supply change steps and restore therapy. Investigation of this case revealed user technique error during the infusion set change, with no device malfunction and no impact to the pump or infusion set components. It was concluded, based on previously established findings for similar reports, that the cause was user error related to handling during supply change.